Event description:
Additional information received from a consumer reported the patient had an implantable neurostimulator (ins) installed in their brain and the back and they were suffering a lot because the ins was burning her head and back. The ins only worked for six months. The patient had contacted a manufacturing representative.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient's implantable neurostimulator (ins) stopped working after six months and their chronic pain at level 10/10 had returned. When the ins worked, the patient had very good pain relief. The patient had gone to the hospital and their health care provider (hcp) found the right ins was not performing well resulting in failure of pain control. The ins was implanted, but out of service. The ins was no longer providing stimulation. The patient had symptoms of serious chronic headache pain since mid-2014 and they were waiting for an ins replacement. The patient thought the ins would work for five years. A friend of the patient reported the equipment had burned after only six months of use and it was causing tremendous pain in the patient¿s head and back. The device was burning the patient¿s head and back. Hospitalization was required and the patient had to go to the hospital twice a week to control their headache including face and lips. The patient had to take morphine. The patient was alive with injury at the time of this report. No diagnostics had been done and no medical or surgical intervention was taken. The issue was not resolved at the time of this reported. A manufacturing representative later reported the patient¿s oral medication was revised and increased. No additional action had been taken to resolve the patient¿s pain besides changing their medication.